Event description:
The customer reported that the system displayed an overload fault error message then shut down in the middle of a case. There is no report of pt injury associated with this event.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The high voltage cable was regreased and the high voltage generator was recalibrated. The system was then found to be operating as intended.